Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product. The cds was returned with evidence of device use, as blood was present on the entire system and fluid was inside the dc handle. The clip was returned fully closed with the arm positioner in the closed direction. The sleeve key was noted to be intact with evidence of adhesive at the proximal end of the key. The key was correctly positioned on the steerable sleeve. There was no other external damage observed to the device. In an effort to replicate the reported event, the dc shaft was fully extended and inspected using the straightness fixture. The dc shaft was confirmed to be bent. The dc handle was translated to extend the dc shaft and slight bending/curving was observed. The reported dc shaft bend was confirmed via returned device analysis. In this case, based on the analysis findings, the bending/curving of the dc shaft appears to be related to the significant bends identified in the actuator mandrel. Although the reported difficult to position could not be replicated in a testing environment, the bend in the mandrel and thus dc shaft likely resulted in the difficulty positioning the clip over the mitral valve. It was noted that during visual inspection of the clip, a piece of transparent material resembling the guide soft tip was identified between one of the grippers and clip arms within the frictional elements (fes). This is indicative of the clip getting caught on the guide tip during cds removal. Additional follow-up was sought to verify if any difficulties were experienced when removing the cds and if the clip got caught on the guide tip. In the response from the site, it was stated that the sgc was not straightened during cds removal, but no resistance was noted while the cds was being retracted and the clip did not get caught. It was confirmed that the clip arms were fully closed and fluoroscopy was used to visualize the retraction of the clip back into the sgc. In this case, while it was indicated that there were no issues while removing the cds from the sgc, the identified material appears to be consistent with the guide soft tip material and further indicates that there may have been an interaction between the clip and guide tip during the procedure; however, this cannot be confirmed based on the information provided. Additionally, the sgc was not returned for analysis, which may have further aided in the investigation. A definitive cause for the material that was returned within the clip cannot be determined. Potential causes for dc shaft bends, resulting in difficulty positioning the device can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended/excessive curves on the device) or manufacturing anomalies. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions and procedural conditions/user technique, dc shaft bends and difficulty positioning the device may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel), excessive curves applied by the user or unintended curves on the device, resulting in increased tension on the system and/or damage to the internal components. In this case, the information provided in the case details stated that the dc shaft did not present a coaxial trajectory compared to the beginning of the procedure, as the reported snake-like curve of the dc shaft did not allow it to reach an optimal clip trajectory to cross the valve. During the procedure, the sleeve was not curved more than 90 degrees, there were no extreme curves placed on the system and the stored torque was released during positioning. It was noted that the patient anatomy was not challenging and the dc handle was turned a couple of times to orient the clip, but was less than 45 degrees. This suggests that the user positioned the device and performed the deployment steps according to the instructions for use (IFU). Based on the information reviewed, it is possible that there were procedural interactions (e.g. Due to the patient anatomy and/or unintended curves on the system) which resulted in increased tension on the device, such that the mandrel became bent and subsequently caused the dc shaft to bend/difficult to position; however, this cannot be confirmed. Although the reported bending of the dc shaft and difficulty positioning the device appear to be related to the bend in the mandrel, a cause for how and when the bend occurred cannot be definitively identified. There does not appear to be any evidence of a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to this complaint. Additionally, a review of the complaint history of this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted clip (x1). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed as a curve in the clip delivery system (cds) sleeve shaft was observed while the device was in the left ventricle. Although there was no adverse patient effect, if this were to recur, curving of the shaft in the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, as the cds was being advanced in the left ventricle, curving of the cds sleeve was observed. The clip was inverted and retracted back into the left atrium. Four additional attempts were made to recross the mitral valve, but due to the "snake" curve of the cds sleeve shaft, the delivery catheter shaft did not have the coaxial trajectory as it had in the beginning of the procedure and it was not possible to reach an optimal clip trajectory to cross the valve. The device was removed from the anatomy. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. Another cds was used and the procedure was completed with the implantation of one clip reducing the mr grade to 1+. No additional information was provided.